Event description:
It was reported that the customer went to the emergency room and hospitalized in the intensive care unit with blood glucose level of 495 mg/dl. The pump came off the charger during sleep, depleting the battery, which is suspected to have caused the high blood glucose level. Customer used manual injections as a corrective action and received intravenous fluids of saline, insulin, potassium and sodium bicarb at the hospital, resolving the issue. No permanent damage was identified, and the customer was discharged from the hospital the following day.